Event description:
Incident description: the proglide was inserted in the patient to close 7fr sheath access point. There was no flashback of blood through the clear side lumen. The wire was reinserted and another proglide was used to close the access point. From the procedural note: retrograde angiography through the right common femoral sheath shows the sheath is placed well below the inferior epigastric vessel just below the mid femoral head, and about 1 cm above the femoral bifurcation; therefore, a 6-french perclose proglide device was deployed in this region with excellent hemostasis obtained. There were no complications.